Event description:
A report was received that the patient had developed an infection at the right and left pocket site, and tracked up to the lead. Symptoms were redness, swelling, and fever. The physician did not believe infection to be device or procedure related. The patient was administered intravenous antibiotics and underwent an explant procedure. No device malfunction was suspected.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-9218-15, serial #: (B)(4), description: precision m8 adapter, 15cm. The explanted devices were not returned to bsn as they were kept by the medical facility.